Event description:
Dealer stated the handle on the bracket seat frame broke off. Part number is 1144924. In speaking with the reporter of the event it was learned that there was no injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model pronto m51, serial number/date code unknown is approximately of an unknown age. The owner's manual part number 1125085, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this incident however, the consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Dealer stated the handle on the bracket seat frame broke off. Part number is 1144924. In speaking with the reporter of the event it was learned that there was no injury.

Manufacturer narrative:
(B)(4). Initial pr (B)(4) issued MFR report #1525712-2012-0182 indicating the manufacturer as invacare (B)(4). The actual manufacturer is unknown. There are 2 manufacturers of this model medical device. Manufacturers will be notified of event. (B)(4) - no RMA has been initiated for this issue. Model pronto m51, serial number/date code unknown is approximately of an unknown age. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this incident however, the consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.